Manufacturer narrative:
The device evaluation and the investigation is ongoing. A supplemental report will be submitted, upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that the camera head exhibited connection failure. And color bars on screen after plugged in. The reported issue occurred, during preparation for use prior to an unknown therapeutic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, intermittent image observed due to kink/knot on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited connection failure and color bars on screen after plugged in. The reported issue occurred during preparation for use prior to an unknown therapeutic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.